Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-25, information was received from an healthcare professional (hcp) regarding a patient receiving clonidine (79.2 mcg/ml, 49.295 mcg/day) and prialt (15 mcg/ml, 8.01 mcg/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2018, a motor stall was seen at initial interrogation. A motor stall and motor stall recovery occurred. The patient did not have a recent magnetic resonance imaging (MRI) and it was confirmed there was no electromagnetic interference (emi) or magnetic sources present. No patient symptoms were reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient was scheduled for a replacement on (B)(6) 2018. The rep read the logs before the procedure and noted a motor stall with a recovery on (B)(6) 2018. The patient's surgery was cancelled as they had no ride home, but would be rescheduled as soon as possible. The patient denied any magnetic resonance imaging scans or exposure to high electromagnetic field. It was reported the issue was not resolved at the time of the report. The patient's status was noted as "alive-no injury." The patient's medical history included chronic pain. The patient's weight was (B)(6). No further complications were anticipated/reported.